Event description:
While moving the two monitors overhead suspension, an electrical arc occurred just above the monitors. A short-circuit happened between a monitor power cable and the vertical suspension post opening where the cables run through. A pt was on the table during event. No injury was reported.

Manufacturer narrative:
The field engineer determined the cause was a cable drape that had been allowed to wrap around the top of the monitor suspension pulling cables tight against the frame of suspension. Result was that cable sheath was cut by the frame and arcing occurred. Cables were repaired, redraped and secured.